Event description:
It was reported that the patient is having a recurrence of symptoms (urinary incontinence) and pain at their incision site. Their remote control showed a red light, and it was later discovered that the patient's device had high impedances. The patient was advised to get an x-ray and the physician recommended a revision. The patient is scheduled for a revision surgery on (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for updates to fields (b5) incident description, h6: evaluation method codes, h6: evaluation result codes, and h6: evaluation conclusion codes.

Event description:
It was reported the patient is having a recurrence of symptoms (urinary incontinence) and pain at their incision site. Their remote control showed a red light and it was later discovered the patient's device has high impedances. The patient was advised to get an x-ray, and the physician recommended the patient have revision surgery if the patient chooses. The patient is scheduled for revision surgery on (B)(6) 2025 but is not confirmed yet. The patient has not been confirmed for the revision surgery as of yet. The tm did check with the physician and they said the patient is not scheduled for a revision surgery, yet. The patient is still deciding if they want a revision or an explant. There was no medical/surgical intervention performed, and no further patient complications were reported.